Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the power button stopped working and the devices could not be switched on. There was no patient involvement.

Manufacturer narrative:
The reported event of pcu keypad failure was created to document the event that the customer reported. The customer did not return the device for evaluation. Serial number was not provided therefore a review of the device history record cannot be performed. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. Customer confirmed this device will not be returned for repair, therefore the customer¿s reported problem cannot be confirmed. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the power button stopped working and the devices could not be switched on. There was no patient involvement.